Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 567 mg/dl at the time of incident. The customer¿s current blood glucose value was 576 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they were getting no delivery alarms, they changed there site yesterday and its going back to no delivery. The troubleshooting was performed. The insulin pump will not be returned for analysis.